Event description:
It was reported during in clinic follow up that the atrial lead exhibited high pacing impedance and noise. Fracture was suspected. The lead was capped on 24 mar 2023 and successfully replaced. The patient was stable and asymptomatic.